Manufacturer narrative:
No devices or photos were received; therefore visual and dimensional evaluations could not be performed. The part and lot numbers for the mgii articular surface are unknown. This device is used for treatment. It was indicated that the articular surface was implanted in approximately 1992, therefore it was revised due to wear approximately 24 years after implantation. Primary and revision operative notes were not provided; therefore it is unknown whether the components were implanted with the correct fit and orientation as per surgical technique. There is also no available information regarding the patients adherence to rehabilitation protocol or any other patient factors that may influence the performance of the device. A definitive root cause cannot be identified with the information provided. However, the complaint will be revisited upon return of components, photos, or further information.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised of an articular surface implant for an unknown reason.